Event description:
The customer reported he has a v60, and it has a primary alarm failure. There was no patient involvement. A remote service engineer (rse) recommended replacing the speaker assembly. The service manual states to do the following: 1) listen for audible sound from the speakers. 2) verify that the speakers are connected. 3) verify that the braided wires are not touching the speaker housing. 4) verify that the resistance of each speaker is 6.8 to 9.2 o. 5) replace speaker #1 (motor controller [mc] pcba). 6) replace speaker #2 (power management [pm] pcba). 7) replace the cpu pcba. An authorized service provider (asp) evaluated the device. As per the manufacturer specifications, this device's primary speaker needs to read between 6-9 ohms, the reading the multimeter produced was 34.01 ohms. This device requires a new speaker assembly. The asp replaced the speaker assembly. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed. The part has not been received so the root cause at component level cannot be confirmed.